Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the reported failure. The investigation determined that adhesive peeling of the bending section rubber resulted in the distal end insulation resistance value falling outside the standard specification. Additionally, nozzle clogging resulted in water removal, water supply, and air supply volumes not meeting the standard specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope failed to complete the decontamination process in the automated endoscope reprocessor (aer). During reprocessing, a high channel pressure alarm was generated, preventing successful completion of the decontamination cycle. There were no reports of patient involvement.